Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
The patient experienced oversedation and worsening spasticity; intermittent overdose. There was a catheter malfunction. Additional information has been requested.